Manufacturer narrative:
H4: the lot was manufactured from may 13, 2019 - may 14, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye and found white drug residue located at the blue winged luer cap. A leak test was performed by filling the device with dextrose solution. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. It was further reported that when the device was taken down after an infusion, the line was "not clamped" which resulted in liquid leaking. The device had been filled with fluorouracil 4800mg in 115ml sodium chloride (nacl) 0.9%. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.